Manufacturer narrative:
Other text: h3: one cadd legacy plus pump was received for evaluation. The event history log was received and there were "1320 error code" messages. A functional check was performed and the reported issue was able to be confirmed. The pump was found to be displaying "1320" error code message during power up when batteries were inserted. It was recommended that the clock battery be replaced to resolve the issue.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited lec 1320. No adverse effects were reported.